Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The provided photograph of the metal insert confirmed the reported event. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that the patient had hip pain and high serum levels. Converted to ceramic on polyethylene. Upon removal, ultamet liner showed that it had impinged on stem's neck and neck also showed evidence of impingement.